Event description:
Same case as MDR ID#: 2134265-2012-05759. It was reported that during a fistula treatment procedure, vessel perforation occurred. The target lesion was located in a "very troublesome and collapsible" vein in the basilic artery. A mustang 6.0 x 40, 75cm balloon catheter was inflated to an unknown atm, the balloon catheter was removed then a mustang 7.0 x 60, 75cm balloon catheter was used and inflated to an unknown atm. The mustang 7.0 x 60, 75cm balloon catheter was removed. Angiography was performed and it revealed the vein splitting and blood was bleeding into the arm. The procedure was not completed due to this event and the patient went to surgery. No further patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).